Event description:
As the medical assistant was preparing supplies for blood collection, she opened the blood collection set from the package and discovered that the needle was already retracted/deployed.